Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on an unspecified date during the last week of (B)(6) 2017. The patient informed the csr that she manages her diabetes with a combination of insulin, oral mediation, diet and exercise. It was not reported if the patient made any changes to her usual diabetes management routine due to the alleged meter issue. The patient reported that 5-6 days after the alleged issue began she developed symptom of ¿blurry vision¿ and her blood glucose was measured at ¿40 mg/dl¿ on an unspecified device. The patient reported treating herself with food and drink on (B)(6) 2017 at 3:00 pm. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing and based on the information provided, the batteries did not need to be replaced. The alleged power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged power issue.